Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications upon its release. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Dexamethasone was applied due to prevent inflammation on (B)(6), 2010. Complications are a known and anticipated in these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
The patient reportedly had a complication following procedure that required treatment. No further information was reported.

Event description:
The patient reportedly had a complication following procedure that required treatment. No further information was reported.